Event description:
It was reported that the lead's helix initially deployed and retracted during the implant procedure, but then could not be redeployed during a repositioning attempt. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and no anomalies were found. The helix extends and retracts within product specification. There was blood in/on the sleeve head and the helix mechanism. The tip seal was observed out of position.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.